Manufacturer narrative:
Items returned: - n/a visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation, nor were any images of the device provided in place of a device return. Procedure and medical imaging were not provided for this investigation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot further examine if a condition existed that would have contributed to the reported event. Without imaging, the investigation cannot further verify if the event occurred as described, nor could the investigation further evaluate the cause of the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were the presence of any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. IFU review (additional information can be found in the IFU): [serious malfunctions], deformation, damage and malfunction of this product migration, shortening and misplacement of stent misdeployment/torsion of stent recapture difficulty excessive resistance/friction/difficulty in inserting or withdrawing pain. Carotid sinus reflex hemorrhagic infarct (cerebral hemorrhage/subarachnoid hemorrhage), cerebral edema(hydrocephalus), stent thrombosis, stent stenosis/restenosis, cholesterol embolism, retreatment in vessel, chf, hyperperfusion syndrome, excessive tension/tension drop, [other adverse events], headache, hypoperfusion, fever, amaurosis fugax, vomit. (5) if excessive resistance is felt during manipulation, remove the unit and all applicable accessory devices together. (6) do not apply excessive force, this may be result in breakage or damage of this product. [Directions for use], introduction of the stent delivery system. 3.(3) note ensure to use a guidewire or protection device when advancing or withdrawing the delivery system. 4. (1) this product should deliver to target lesion through protection or guide wire using fluoroscopy guidance. Note: if there is resistance in advancing the delivery system, withdraw delivery system and replace it with another delivery system. Note: keep the delivery system as straight as possible with all slack removed outside the patient's body. Slak of the delivery system outside or inside the patient's body may cause misplacement of the stent beyond the lesion. Stent deployment. 4. (3) if position of stent is inappropriate, the stent can be recapture and replace only when the length of deployed stent part is less than 50% of the total length (see figure2). Recapturing of stent can be accomplished maintaining the inner catheter (handle) position and advancing or pushing forward the outer catheter (see figure3). Note: since stent foreshortens as it expands, consider stent shortening for stent size selection. 5. Withdrawing delivery system (1) make sure that the stent deploy completely under the fluoroscopy. (2) remove whole delivery system from patient body under the fluoroscopy. Note: recapture distal tip advancing outer sheath of delivery system after stent deployment, withdraw it with rhv connected to guiding sheath or guiding catheter is opened to avoid entanglement. 6. Post deployment stent dilatation (1) if incompletely deployment is observed, perform the standard pta procedure. The inflated nominal diameter of the pta balloon used for post-dilation should be approximately the same as the diameter of the referenced native vessel. (2) withdraw the pta balloon catheter after post-deployment. The physical device was not available for evaluation to investigate if a condition existed that would have contributed to event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.

Event description:
As reported through terumo shonan, thrombosis / in-stent occlusion: in-stent thrombosis occurred 5 days after implantation of the casper. The stent was implanted on tuesday, (B)(6), and a carotid ultrasound was performed for follow-up on friday, (B)(6), which confirmed that there was no problem. On sunday, january 12, the patient was scheduled to be discharged from the hospital, but when the patient was having breakfast, the patient¿s condition became strange. An MRI was performed and showed that the right cca was not visible and the patient was taken to the cath lab for treatment. First, an aspiration catheter was delivered to aspirate the thrombosis in the stent and a lot of thrombosis was aspirated. The ultrasound was performed again and showed that thrombosis had also migrated distally. The thrombosis was retrieved with the aspiration catheter and a stent retriever. During treatment, the verify now system was used to check the efficacy of the medications administered preoperatively, and the system showed that the pru was 210 and it was determined that the medications were effective. Pta in the stent was performed twice, and a competitor¿s stent (wallstent, boston scientific) was implanted from the distal side of the originally implanted casper (8 - 2) to cover half of the casper, and pta was performed to reattach the stents to the vessel wall and the procedure was completed. Physician¿s comment: the thrombosis was completely retrieved and the additional stent was implanted over the casper, but the infarction spread, leaving the patient with paralysis on the left side of the body although the patient was able to communicate. Primary disease: carotid artery stenosis. Physician¿s comment on causal relationship: the casper was implanted for carotid artery stenosis, but in-stent occlusion occurred 5 days after implantation. The thrombosis was aspirated with the aspiration catheter and the competitor¿s stent was implanted over the casper. The patient was able to communicate but remained paralyzed on the left side of the body. Additional information: medical history: none, no image available, no additional information available. Stent implantation site: site: right ica, size: 6.5 mm at cca and 5 mm at ica, plaque: lipid-rich, antiplatelet and anticoagulant therapy, preoperative: administered (aspirin, clopidogrel), postoperative: administered (aspirin, clopidogrel), platelet reactivity test: performed, verifynow pru testing: performed (pru: 210), other testing: not performed, poba. Pre-dilation: performed, post-dilation: performed, protection device used: filterwire ez (boston scientific).

Manufacturer narrative:
Correction to section a1, from: (B)(6).

Event description:
A supplemental report is being submitted as additional information was provided indicating: additional information provided on (B)(6)2025 indicated: - the patient is still hospitalized and remains paralyzed on the left side of the body. - the MRI showed that the competitor¿s stent, which was implanted as an emergency treatment after the in-stent occlusion of the casper, was also occluded. - a patch test for metal allergy will be performed in dermatology next week. - the patient will be transferred to a rehabilitation hospital in approximately 2 weeks.